Event description:
Reporter indicated high lead impedance readings were obtained for a patient 2 days following vns generator replacement surgery. The patient later underwent vns lead and generator replacement surgery due to "device failed". Attempts to the reporter for further information are in progress. The explanted vns lead and generator have been returned and are currently in product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.